Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned one 0.3ml 31 gauge 6mm syringe from lot: 9343312. The needle shield and hub have separated from the barrel. The hub is lodged in the needle shield. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. The plunger cap has been removed but there are no signs of use. No other defects found. A review of the device history record was completed for batch#: 9343312 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200868374, 200868516] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#: 1630423 has been opened to address this issue.

Event description:
It was reported when taking of cap of bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle the hub separated from the device. The following information was provided by the initial reporter: it was reported that needle hub separated when removing the needle shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when taking of cap of bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle the hub separated from the device. The following information was provided by the initial reporter: it was reported that needle hub separated when removing the needle shield.